Event description:
The subject device was explanted because reportedly, the screw fell out. An investigation is required.

Manufacturer narrative:
Electrical and visual characteristics were within specifications.

Event description:
The subject device was explanted because reportedly the screw fell out. An investigation is required.

Event description:
The subject device was explanted because reportedly the screw fell out. An investigation is required.